Event description:
It was reported the scope got stuck in the patient ureter the ureter was injured. It was confirmed that the surgeon was able to complete the procedure. Based on the information that the patient's ureter was injured, this case is deemed reportable.

Manufacturer narrative:
The device will be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Codes has been updated h6: code (a). This event is filed under internal complaint ID_ (B)(4).

Manufacturer narrative:
Codes have been added to h6: code (a) and code (g). This event is filed under internal complaint ID: (B)(4).

Manufacturer narrative:
The evaluation of this complaint indicated that this was not caused by a design/manufacturing defect but is a maintenance and care issue caused by use/handling of the endoscope. This event is filed under internal complaint ID (B)(4).